Manufacturer narrative:
Catheter model: 8578 sc connector, serial # (B)(4), implanted on: unk, explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was getting a lower dose than expected. No rotor or dye studies were performed. Pump was replaced. Drug delivered was fentanyl.

Manufacturer narrative:
Final device analysis of the pump revealed the following: no significant anomalies were seen. Slight moisture and slight corrosion were seen on gear wheel 3. Slight moisture was seen on the pumphead compartment. Slight moisture was seen on the motor compartment. Slight moisture was seen on the bottom inner cover. Final device analysis of the catheter revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.